Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences pain at the receiver/stimulator site and headaches and has been treated with oral antibiotics (dates and durations not reported). The implanted device remains.